Manufacturer narrative:
The customer indicated that the speaker was defective and a replacement needed to be ordered. The customer ordered a replacement speaker to resolve the issue and the replacement part was sent to the customer. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(4). Reporter phone number: (B)(6).

Event description:
The customer reported the patient information center ix does not emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.